Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Healthcare professional reported left side "rupture with pain, deformation." Healthcare professional later reported "left lower quadrant there is a rounded image that could correspond to granuloma" via MRI. The event of "palpable axillary ganglion" is not device related. Device remains implanted.